Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent material deformation.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was attempted to be placed during an endoscopic pancreatic stent placement procedure in the pancreatic duct performed on (B)(6) 2023. During the procedure, when the advanix pancreatic stent was loaded into the delivery system, the lumen of the stent felt flattened, hard and difficult to insert. The advanix pancreatic stent was able to advance into the target site for deployment, however, due to strong resistance, the stent could not be released. The procedure was completed with another advanix pancreatic stent. There were no patient complications or injury reported as a result of this event.

Event description:
It was reported to boston scientific that an advanix pancreatic stent was attempted to be placed during an endoscopic pancreatic stent placement procedure in the pancreatic duct performed on (B)(6) 2023. During the procedure, when the advanix pancreatic stent was loaded into the delivery system, the lumen of the stent felt flattened, hard and difficult to insert. The advanix pancreatic stent was able to advance into the target site for deployment, however, due to strong resistance, the stent could not be released. The procedure was completed with another advanix pancreatic stent. There were no patient complications or injury reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent material deformation. The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent returned without any visible failure. Based on the microscopic inspection, there was no failure found either on the stent itself or in the stent lumen. No other problems with the device were noted. The reported event of stent material deformation could not be confirmed. Additionally, stent failure to deploy could not be confirmed since the delivery system was not returned, there was no evidence to clarify the reported allegation, consequently, classifying it as cause not established. Taking all available information into consideration, the investigation concluded that the most probable cause is no problem detected.